Manufacturer narrative:
Other, other text: investigation could not duplicate the reported issue of "lost programming". The device was started and ran with no issues. The customer reported condition was not confirmed. No fault found.

Event description:
Information was received indicating that the cadd ms3 pump lost programming. There were no adverse events reported.